Manufacturer narrative:
On the 5 december 2017 medacta international informed the supplier of the implant, on the 7 december 2017 ceramtec sent to medacta the complaint final analysis reporting: the component properties and the microstructure as obtained from the quality documents accomplish the requirements and specified at the time of production. Clinical evaluation performed by medical affairs director on 21 december 2017: revision of primary cementless thr 3 weeks after primary operation due to leg length discrepancy. Only one pre-revision radiograph was supplied, therefore subsidence of the stem cannot be evaluated. No reason to suspect faulty implants. Batch review performed on 27 december 2017: lot 171413: (B)(4) items manufactured and released on 25 july 2017. Expiration date: 2022-07-17 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Twenty days after primary surgery the patient complained leg length discrepancy.